Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated results while using alinity c creatinine reagents. The following data was provided for the same patient. Sid (B)(6) initial 2.67 mg/dl. Repeat (no sid provided) 0.75, 0.71 mg/dl. Repeat using a new sample ((B)(6)) 0.73 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
A review of the reaction graph for the suspect result and found an elevated absorbance reading. No customer returns were available for evaluation. A search of the complaint database by product lot number found no other tickets similar to the current complaint issue. The trend review by the product list numbers found no adverse or non-statistical trends related to this issue. Review of product labeling revealed adequate labeling for the interpretation of assay results and troubleshooting this complaint issue. The alinity ci-series system operations manual provides multiple probable causes for elevated and erratic results. A product deficiency was not identified.

Manufacturer narrative:
Upon retrospective review, it was discovered that the manufacturer name, city and state (section d3) on the initial report listed as abbott manufacturing inc, 1921 hurd drive, irving, tx, 75038, USA was incorrect. The correct manufacturer name, city and state is abbott gmbh, max-planck-ring 2, wiesbaden, 65205, germany. All further information will be documented under MDR number 3002809144-2020-00072.